Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining higher than expected accutni result within the risk stratification for one patient sample generated by the access 2 immunoassay analyzer. The sample was submitted out of the laboratory and questioned by the ER physician. The sample was repeated on an alternate unit and result within normal reference range which better matched the patient's clinical picture was obtained. Unknown if patient's treatment was affected due to the erroneous result.

Manufacturer narrative:
The plasma sample was collected in a li heparin pst tube and centrifuged for 10 minutes at 3000rpm. All samples are aspirated from the primary collection tubes. Qc was within the customer's established ranges prior to the questioned results. A system check was performed on (B)(6) 2011 and met specifications. Service was not dispatched for this event. A definitive root cause could not be determined for this event.